Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Please see attached excel spreadsheet for additional patient details. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿perforation of the right ventricle by transvenous defibrillator leads: prevention and treatment.¿ pace - pacing and clinical electrophysiology. 1996; 19(3):288-292. Doi: 10.1111/j.1540-8159.1996.tb03329.x if information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this lead model. The article reports the following for these four patients: patient #1: multiple manipulations were required to get acceptable pacing parameters. During one of the manipulations, the lead ¿seemed to go along the heart and perforation was suspected.¿ fluoroscopy showed ¿less pulsatility¿ confirming the diagnosis of cardiac tamponade. The blood was drained, a chest tube added, the procedure was aborted and rescheduled. After two days, the chest tube was removed, and after four days, the patient returned for an "uneventful" system implant. The patient was followed for 1.5 years with no further symptoms. Patient #2: during the implant procedure, the patient¿s blood pressure dropped. Perforation was suspected. Fluoroscopy showed an enlarged heart and a decreased pulse. Cardiac tamponade was diagnosed. Pericardial drainage was performed. Once the blood was drained and no further bleeding had occurred, the procedure continued and was uneventful. Two days post-operatively, the chest tube was removed. The system tested ¿satisfactory¿ and the patient was discharged. Patient #3: eight days after implant, the patient presented with shortness of breath, and complaining of chest pain. Echocardiogram revealed ¿significant¿ pericardial effusion, poor sensing and pacing of the lead. Ventricular perforation was diagnosed. The lead was repositioned. The patient remains stable; of note, the pericardial effusion was not drained. Eight months later the patient was doing ¿well.¿ echocardiography showed that the effusion had ¿diminished.¿ however, it was also noted that for about four months post-operatively, the patient had episodes of ¿vague retrosternal pain¿ that was treated with medication. Patient #4: during the lead implant procedure, multiple manipulations were required due to inadequate thresholds. ¿suddenly,¿ the patient¿s blood pressure dropped to the level of ¿shock¿ and tachycardia was seen. Fluoroscopy showed that the heart lost its ¿contractility,¿ the physician decided to do a full mid-line sternotomy incision. Once the chest was opened, the blood was drained and the patient¿s hemodynamics ¿immediately¿ improved. There was some bruising on the heart and a hematoma in the apex of the right ventricle, but no additional bleeding was seen. The patient returned for the implant procedure one week later and the implant went ¿smoothly,¿ with no complications. The author noted that all patients had recovered ¿rapidly¿ after the pericardium was drained. The leads appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the author. All info rmation provided is included in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the author who indicated that their involvement was when the "emergency situation occurred." They did not implant the leads initially. The point of the article was that once the complication occurs, the surgeon must be called "immediately" to correct the complication. No further information was provided.